Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomalies reported in the field were not confirmed in the laboratory. The device passed all tests and no anomalies were found.

Event description:
It was reported that high impedance, output, and sensing issues were observed. The ICD was explanted and replaced.